Manufacturer narrative:
Additional product codes kwp, mnh, mni. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, during a spine fusion surgery, a titanium cancellous polyaxial screw could not be held by the screwdriver. The spine fusion surgery was performed to fix c6 due to dislocation fracture by implanting eight (8) screws. After the first screw was implanted to the patient¿s spine, the second screw could not be held by the screwdriver. Then, the surgeon tried to set the second screw to the screwdriver again, however, the screw was not held by the screwdriver. The surgeon set the second screw to the screwdriver again and found that the screw tip was dull. Also, the surgeon recognized that the toggle part was stiff when the surgeon applied the angulation to the screw shaft. The surgery was completed by using an alternative screw. "T"... Surgical delay of less than thirty minutes. There was no adverse consequence to the patient. Concomitant device reported: unknown screwdriver (part #: unknown, lot #: unknown, quantity: 1). This report is for one (1) 4.0mm ti cancellous polyaxial screw 24mm for 4.0mm rods. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device evaluated by MFR, device manufacture date: part 04.615.124s, lot h598119: manufacturing location: (B)(4). Release date: april 06, 2018. Expiration date: march 01, 2028. Work order traveler met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Scn number sterigenics was reviewed and determined to be conforming. This lot met all visual, sterilization and packaging criteria at the time of release with no issues documented during the packaging or release of the product that would contribute to this complaint condition. This lot met all visual, and manual functional check (100%) at the time of release with no issues documented during the release of the product that would contribute to this complaint condition. A product investigation was completed: upon visual inspection under 10x magnification, the returned complaint device was observed with deformed hex edges at its screw head. Furthermore, the screw head holding sleeve and bushing was noted dislocated resulting in stiff seating of screw into the assembly. With the dislocation, the sleeve portions were observed to be interfacing the screw driver driving axis. Lastly, slightly worn screw driver tips were noted which could be the result of removal process. No further issues were noted. The complaint condition agrees with the returned device condition and therefore the complaint is confirmed. The relevant drawings were reviewed. During investigation no design issues were noted. Review of the device history record reviewed at monument and at customer quality during investigation showed no top level and component level issues during the manufacture and release of this product which would contribute to this complaint condition. The complaint was confirmed. However, no design or manufacture issues were identified. While no definitive root cause could be determined it is likely that any unintended excessive torque during insertion attempts would have led to screw sleeve dislocation which would have further resulted in improper screw and screw driver axial interfacing in any further attempts. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.